Manufacturer narrative:
D4- "vticmo13.2" should be removed and "vticm5_13.2" should be added. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -1.5/6.0/040 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6)2023. The lens was replaced with a shorter length lens due to narrow angle, excessive vault on 19/oct/20232. Iop stable under glaupax therapy. This resolved the problem. Cause of the event is reported as unknown. Reportedly; all good. Patient is happy.

Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - health effect clinical code 4581: narrow angle h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
B5- the reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens of diopter -1.5/+6.0/40 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023 the patient experienced an excessive vault and narrow angles. Reportedly " iop stable under glaupax therapy". On (B)(6) 2023 the lens was exchanged with the same model and power; shorter length and the problem was resolved. Status of the eye: "all good. Patient is happy". The reporter indicated the cause of the event is unknown. H6- health effect - clinical code (e): "1937" should be removed. Claim# (B)(4).